Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("unwell immediately after insertion (pain)"), menorrhagia ("severe menstruation"), adnexa uteri pain ("stinging pains in ovaries in both sides / not able to walk straight from the pain in ovaries"), back pain ("lower back pain") and mood swings ("mood swings"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, adnexa uteri pain, back pain and mood swings was resolving and the procedural pain had resolved. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, back pain, menorrhagia, mood swings and procedural pain with essure. The reporter commented: after removal of essure complaints decreased. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 464 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.